Manufacturer narrative:
Poly swap, unknown reason. Due to the original poly part and lot numbers remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the poly component was implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were 49 similar complaints identified for star poly swaps. Previous complaints were investigated and documented by stryker prior to february 2023 and do not aid in investigation for this complaint. Similar complaints identified after february 2023 do not aid in the investigation for this complaint. Ohr review was not conducted due to the complaint part not being returned and the part and lot number remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted an unknown amount of time and the part and lot number remaining unknown. The reporter stated the reason for poly revision was unknow. Based on the limited information, and the poly not being returned, the root cause shall remain as unknown. The following information remains unknown: - date implanted. - patient height, weight, bone quality, activity level, noncompliance, and co-morbidities inventory type. - product description. - part and lot number. - inventory status. Indornation not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It is to be noted that no adverse events were reported resulting from the swapped poly. It was determined that 669 tibial polymer components (pn:400-14x) were sold during september 2022 and september 2023. With 50 reported events, the occurrence rate is (B)(4)%. Thus, an occurrence level of 5 (frequenuhigh) is appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. Though the root cause remains unknown, it is not expected to be attributed to the supplier.

Event description:
Revision surgery - poly swap, unknown reason.